Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus for evaluation. The manufacturing record was reviewed and found no irregularities. It was not possible to identify the cause of the auxiliary channel not being cleaned and disinfected, but it was probable that it was accidentally reprocessed. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the facility during the reprocessing study session that the auxiliary channel had not been cleaned and disinfected during manual cleaning and cleaning with device manufactured by kaigen. There were no reports of bacterial detection or infection.